Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B) (6) for the suspect device used in system 2.

Event description:
Reporter alleged obtaining discrepant blood glucose results of 516 mg/dl and 390 mg/dl on advantage system 1 compared back to back with results of 191 mg/dl, 290 mg/dl, 363 mg/dl on advantage system 2 when testing was performed within 10 minutes. Reporter stated, she self-treated with 37 units of novolog insulin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated, she ran out of the strips and so no product will be returned for evaluation.